Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device is displaying an error code 1007: machine and proximal pressure sensors failed message. The customer reported there was no patient involvement at the time the issue was discovered. There was no patient or user harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the pm board and ui board to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.